Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a mako bone pins was reported. The event was not confirmed because the product was not available for inspection. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of the device history records cannot be conducted as the lot/serial number was not reported. -complaint history review: a complaint history review cannot be conducted as the lot/serial number was not reported. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The femur bone pin was broken during surgery using mako system. The doctor made an incision with a scalpel to remove the broken pin from the patient's body. The bone pin was discarded immediately after removal and the surgery completed without problem.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. H3 other text : not available.

Event description:
The femur bone pin was broken during surgery using mako system. The doctor made an incision with a scalpel to remove the broken pin from the patient's body. The bone pin was discarded immediately after removal and the surgery completed without problem.